Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon removal difficulties were encountered. A synergy¿ drug-eluting stent was advanced and successfully deployed to treat the lesion. Following deployment, it was noted that the balloon seemed to "stick" and was unable to be remove after being deflated. After another inflation and deflation, the physician was able to remove the balloon and the procedure was then completed. No patient complications were reported and the patient tolerated the procedure and fully recovered.